Event description:
During a cardiac arrest resuscitation attempt. A zoll medical AED incorrectly identified an organized rhythm as shockable and charged for energy delivery. The shock was not delivered.